Event description:
It was reported by service report that the right side rail on the foot end weld has broken off and sharp edges were exposed. The side rail could not be latched-up. It is unk if there are adverse consequences to report.